Manufacturer narrative:
(B)(4) - UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the dependent patient presented to the emergency room with discomfort. The right ventricular (rv) lead exhibited low pacing impedance. The lead was capped on (B)(6) 2022 and replaced. There were no patient consequences.